Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump would not exit the preparing to prime loop and battery out limit alarm. Customer's blood glucose was unknown at the time of the incident. The customer was able to clear the alarm and rewind the insulin pump. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did receive the beeps but the numbers did not appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with low battery alarm due to electronic defect on lcd board. Unable to prime during prime test due to moisture damage on fsr.